Event description:
It was reported that the customer was hospitalized for high blood glucose and he was in a diabetic coma. No troubleshooting was performed and no additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.